Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the tubing of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during dwell one while the patient was connected. The patient stated they cycled power to clear the alarms when they noticed air in the tubing of the cassette. The renal therapy service agent (rtsa) assisted the patient in clearing the alarms and removing the supplies. The rtsa advised the patient to start therapy over with new supplies. There was nothing found during trouble shooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.